Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set leakage at the inset on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6002835, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6002835 was manufactured according to the work instruction (wi) version 77 and packaging in the machine multivac 12 on 23-aug-2023, with a total of (B)(4) units. Assembly: the sub-assembly, assembly of the lot 3h02443 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 25-aug-2023, with a total of (B)(4) units. The sub-assembly, assembly of the lot 3h02441 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 23-aug-2023, with a total of (B)(4) units. The sub-assembly, assembly of the lot 3h02442 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 24-aug-2023, with a total of (B)(4) units. Gluing tube: the sub-assembly, gluing tube of the lot 3h03193 was manufactured according to the wi version 38.1 and manufactured in the machine gluing 04, on 24-aug-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3h03396 was manufactured according to the wi version 39 and manufactured in the machine gluing 04, on 24-aug-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3h03171 was manufactured according to the wi-tem-sop version 14 and manufactured in the machine gluing 05, on 24-aug-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3h02411 was manufactured according to the wi version 38 and manufactured in the machine gluing 05, on 21-aug-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3h02410 was manufactured according to the wi version 39 and manufactured in the machine gluing 04, on 22-aug-2023, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was raised due to personnel performing operations in the area without training or without updating applicable documents. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: one nonconformance (nc) was raised and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.